Event description:
It was reported to boston scientific corporation that a spaceoar device was implanted during a spaceoar placement procedure (B)(6) 2023. The procedure was performed as usual, no problems either with the position of the needle or visualization during the placement were report. It was noted that the space between the rectum and prostate was narrow, and that the rectum was penetrated without being noticed. A magnetic resonance imaging (MRI) scan was performed for positioning for heavy ion radiotherapy. The image showed the hydrogel was placed in an ectopic location on (B)(6) 2023. One month later, the patient has not complained of discomfort or symptoms. The patient current condition was reported as stable.

Manufacturer narrative:
Block d4 and h4: the complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. Block h6: imdrf device code a1502 captures the reportable event gel misplaced - non-vascular.